Event description:
It was reported the pt stopped feeling stimulation. As a result, the ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.